Event description:
A patient was revised to address yukon polyaxial screws fractured at t2 bilaterally. This report will capture the first of two screws.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.

Event description:
A patient was revised to address yukon polyaxial screws fractured at t2 bilaterally. This report will capture the first of two screws